Event description:
A baxter service technician reported finding a colleague infusion pump with "intermittent channel b keypad (channel select key)". This event occurred during product evaluation. There was no patient injury or medical intervention necessary. No additional information is available.uim master software versions with a software configuration number ending in (B) (4) will be categorized as unremediated.

Manufacturer narrative:
(B) (4)during service, an "intermittent channel b keypad (channel select key)" was discovered. The channel b keypad was replaced. The pump passed all functional tests and will be returned to the customer. There is an ongoing CAPA investigation, mdq-CAPA-(B) (4) that is associated with this report.